Event description:
In a review of published literature, these findings were noted: nakai m, sato m, sato h, sakaguchi h, et al. Midterm results of endovascular abdominal aortic aneurysm repair: comparison of instruction-for-use (IFU) cases and non-IFU cases. Japanese journal of radiology. Of 124 pts (104 men, 20 women; mean age of pts with excluder is 77 years; age range 58-93 years) with aaa who underwent evar with the zenith (68 pts) or excluder device (56) and were analyzed, 86 were IFU and 38 non-IFU. Mean proximal neck inner diameter (mm) 19.1; mean proximal neck length (mm) 31.5; mean suprarenal neck angulation 32.0; mean infrarenal neck angulation 54.7; mean aneurysm diameter (mm) 52.2. This article mentions that 17 pts had post evar buttock claudication following coil embolization of the internal iliac artery. The symptoms improved with time in all 17 pts.